Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, stent damage occurred. The 99% stenotic lesion was located in the calcified and extremely tortuous mid right coronary artery (rca). The physician was attempting to implant a 12x4.0mm liberte' monorail coronary stent; however, the stent was unable to cross the lesion. Upon removal of the stent delivery system, it was noted that the stent "was lifted up". The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is listed as "good".